Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted by the customer which shows a portion of the stent broken and separated from the rest of the body. The ureteral stent was returned in the opened original packaging. An evaluation of the physical sample was completed by futurematrix on 10feb2022. The proximal pigtail was observed to be separated from the body of the stent; the separation occurred at a porthole. The location and number of portholes are confirmed to meet specifications. Where the separation occurs the material appears to be dented inwards, similar to what is seen when the material is cut with scissors, causing no stretching or discoloration of material. No other visual defects were noted. The tip inner diameter and tube inner diameters measured 0.039"and 0.040", respectively, on both the body and pigtail of the sample while using a pin gage. The outer diameter measured 0.061" while using a laser micrometer. The measurements were within specifications. An in-house guidewire passed through the body and pigtail of the sample with no resistance, ensuring clear passage. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the package was opened during operation, the ureteral stent was found to be ruptured.

Event description:
It was reported that during operation, when the package was opened the ureteral stent was found to be ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.